Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. Subsequently, the pump shut off. The customer connected the pump to a replacement wall adapter and was able to charge the pump successfully. Additionally, it was reported that the battery was depleting quickly. The customer declined further troubleshooting with tandem technical support. The customer's blood glucose level was 125 mg/dl.